Manufacturer narrative:
Outer base tube weldment.

Event description:
It was reported by service report that there was a cracked outer base tube weldment. No pt involvement or adverse consequences are reported.